Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR) was conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Based on the information provided and the results of the investigation, it is believed that the reported event occurred as a result of user error. The light guide was damaged when it was inadvertently inserted into the video connector receiver. Consequently, the video receiver was also damaged, causing the e222 error code to display. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer. Olympus received an email reply from (B)(4), lm biomedical engineer on march 8, 2021 providing additional information regarding the reported event. The device has already been repaired and returned and is back in use as of february 22, 2021. The date this event occurred on was (B)(6) 2021. There were no issues with the camera heads. The camera head model is ch-s400-xz-eb serial number (B)(6). The olympus loaner camera head is serial number (B)(6) that was used for troubleshooting purposes. Since there was no image when either camera head was connected to the otv-s400. It was discovered that the problem was with the otv-s400 and not the camera head. The connection was secure. The device was inspected. There was no damage or abnormalities observed. There was no damage to the cable. The camera head was able to be inserted fully into the connection port. There was damage/abnormalities observed with the device. The camera interface inside the video connector socket was damaged. Photos were provided and attached in the initiation tab. The photos are of the damaged connector and the other image shows how it looks after repair. There were no foreign objects such as lint or dust on the electrical contacts. It is believed that the otv-s400 video connector socket was damaged by staff inadvertently inserting the light cable into the camera connector socket. To prevent this from happening in the future the staff have been instructed to always connect the camera to the otv-s400 first and when they connect the light cord to the clvs400 visera light source. The investigation by the legal manufacturer is still in process. Once the results of the investigation are available, a supplemental report will be submitted.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the device evaluation, the user report was not confirmed. The video image on the device was functioning normally during testing. However, a damaged rx module was found which could be contributing to the display problem and error report. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
As reported, the visera 4k uhd camera control unit was intermittently not displaying an image. There was no patient harm or consequence reported as a result of this event.